Manufacturer narrative:
The insulin pump received with intermittent up arrow button response due to corroded keypad traces. No unexpected numbers ramping during our testing. The insulin pump has cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and case cracked at the reservoir tube window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels of 9.5 mmol/l. The customer reported that the buttons of the insulin pump were unresponsive. The customer reported that the numbers on the display of the insulin pump kept ramping up by itself. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.